Event description:
Boston scientific received information that at the device check one week post-implant, this right atrial (ra) lead exhibited increased pacing threshold measurements and decreased sensing and pacing impedance measurements. An x-ray was performed and it was observed that this lead had dislodged. Sensitivity was reprogrammed in the atrium and the lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.